Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-02507. It was reported that the patient experienced stimulation in the ipg pocket and not in their pain pattern. X-rays were taken, which showed that the leads had migrated to the ipg pocket. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the leads were explanted and replaced. Effective therapy was restored postoperatively.